Event description:
The pt had an appointment on 2/26/98 for a blood test drawn from the hohn percutaneous 5 french single lumen catheter. It was found to be outside the chest wall. The length was too short, so an x-ray of the chest was ordered. The x-ray showed the catheter component was in the right ventricle. The pt was referred for an emergency catheterization where the fragment was removed without any complications. Note: the catheter was placed in the pt 12/31/97. The pt had reserved three cycles of chemotherapy cytoxan and adriamycin administered through it. As well, as weekly blood draws.